Event description:
Reporterf reported that a leak occurred from the junction of solution bag and bag line spike. According to sales rep, this leak is due to wrong operation of nurse. Problem occurred during priming. There was no patient injury or medical intervention associated with this event according to reporter. Per follow up information received from reporter, the patient had to set up therapy with new supplies. No further details were available per the international affiliate, and the set was discarded.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 09, 2007.